Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device locking mechanism unlocked during use. Therefore, the reported condition was confirmed. It was noted that the issue with this device is due to a design issue and has since been changed to remove material from two different surfaces to improve the latching mechanism by allowing the lever to travel further when closing. The assignable root cause was determined to be due to device design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the kincise broach-adapter-anterior device did not hold the actis broach device securely and the locking latch unlocked while in use with the impactor device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.